Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: d4 additional information: h7, h9.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 analysis summary: the product was returned to ethicon for evaluation. Visual inspection evaluation was conducted on the returned device. The returned samples revealed that it was received two opened samples that pertain to the product code j358h. As per visual inspection of the samples, no oxidized sutures were found, however, it was observed that on one sample the strand has begun with a degradation process caused by exposure to the environment. This condition contributes to the change of color. In the other sample, no issues of color suture were noted. The foils were visually inspected, and no anomalies were observed during the evaluation. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what may have caused the reported incident. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Video analysis summary: this is an analysis for a video submitted to ethicon for evaluation. During the visual analysis, the following was observed: the video shows the user using a forceps to dispense the suture but the suture breaks into pieces. Based on the video review, no conclusion or root cause could be determined. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. A review of the batch manufacturing records was conducted, and no related non-conformances were identified.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2023 and suture was used. The suture was found oxidation in the newly dispensed suture when preparing for surgery. Besides, the suture color was different from that of the normal one. Changed to another one to complete the surgery. There were no adverse patient consequences reported. No additional information could be provided.